Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
05jun2022, per a report from medical opinion: "the patient¿s ivc filter is a cook gunther-tulip retrievable ivc filter positioned in the infrarenal ivc at the l3 level. The filter is tilted 15 degrees medially and 15 degrees anteriorly. The filter apex and hook are in direct contact with the medial caval wall and are likely embedded therein. The patient¿s cava measures 21 mm at the level of filter implantation. On the patient¿s 2017 CT imaging, two (2) of the filter¿s four (4) primary struts (legs) perforate the wall of the ivc by a distance of 3 mm or greater. The perforating lateral strut lies in very close proximity to the superior aspect of the patent¿s r ureter. The perforating posterior strut directly impinges on the underlying l3-4 disc, with the tip of the strut embedded in the anterolateral aspect of the l3 vertebral superior endplate, where it has produced hypertrophic boney reactive changes. IV contrast bolus timing was not optimized for venous phase imaging on the 2017 CT study, but there does not appear to be clot within the cava or caval stenosis. No pericaval hemorrhage is apparent. Recommendations: ¿[patient's] filter should be removed if [they] can now be safely anticoagulated or no longer requires anticoagulation therapy. Given the degree of tilt and the high probability of the filter apex and hook being embedded in the caval wall, advanced ivcf retrieval techniques will almost certainly be required to successfully remove [patient's] cook gunther-tulip ivc filter.¿

Event description:
Patient allegedly received an implant on (B)(6) 2007 due to trauma from fall. Patient is alleging tilt, vena cava perforation, organ perforation, embedment into vena cava wall, medical strut abuts distal aorta. Patient further alleges fear, mental anguish, migration, increased heart rate, difficulty breathing, physical limitations, ptsd, counseling.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, h6. Additional information: investigation the following allegations have been investigated: vc/organ perforation, embedment, migration, tilt, fear, mental anguish, increased heart rate, difficulty breathing, physical limitations, ptsd, counseling. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, mental anguish, increased heart rate, difficulty breathing, physical limitations, ptsd, counseling are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.